Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm. The blockage was at site. Moreover, the patient replaced the infusion set but the occlusion kept recurring. No further information was available.